Event description:
Previously implanted glaucoma shunt was subjected to a revision effort to make the blocked device function. The effort to revise the flow of acqueous through the shunt failed and the shunt was subsequently removed during the revision procedure.